Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received functional and electrical testing. The device was determined to meet functional and electrical performance specification requirements. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 14:21:10. During night drain cycle one, the patient's ultrafiltration reading was 1709 ml, indicating the home patient drained 1709 ml more than their maximum programmed fill volume of 1900 ml. No additional information is available.